Event description:
It was reported that the programmer was not recognizing the radiofrequency programmer head, although it was noted that the programmer head worked fine with other programmers. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis determined that there was a damaged solder joint on the radiofrequency connector on the link electronic module board and therefore the board was replaced. The software was also reloaded. (B)(4).